Event description:
A patient developed low blood glucose and convulsions on an unknown date while using an innovo (insulin delivery device) and novarapid penfil 3 ml (insulin aspart) and was hospitalized. The rubber on the patient's innovo had come off and as a result of this the pt was getting an incorrect insulin dose. The pt had low blood glucose levels due to this and on one occasion was admitted to hospital. The pt experienced convulsions when hospitalized.